Manufacturer narrative:
Additional information was received that the injections were not related to the scs (spinal cord stimulator).

Event description:
A report was received that the patient was experiencing pain. It was noted that the patient had not been using the spinal cord stimulator (scs) for three years. The patient was administered with injections.

Manufacturer narrative:
Additional information was received that the patient has not been using the spinal cord stimulator (scs) due to inadequate pain relief. It was unknown if injections were for patients pre-existing pain or new pain.

Event description:
A report was received that the patient was experiencing pain. It was noted that the patient had not been using the spinal cord stimulator (scs) for three years. The patient was administered with injections.

Manufacturer narrative:
Date of event: 2015.

Event description:
A report was received that the patient was experiencing pain. It was noted that the patient had not been using the spinal cord stimulator (scs) for three years. The patient was administered with injections.